Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The current blood glucose reading is 135 mg/dl. The blood glucose reading at the time of the event was 477 mg/dl. Customer unable to lower the blood glucose levels. Customer not feeling well, dehydrated, no appetite, vision, sweating and disoriented. Nothing further reported.